Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic where a firmware update was performed. The pacemaker went into backup vvi during the update and was restored. The update was not performed again, and the patient was stable.